Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. A transparent sleeve was covering both the sensor and the dome. The sleeve began before the proximal coil to sensor housing joint and extended past the distal tip, completely encapsulating the sensor housing, distal coil, and dome. The sleeve is used during the manufacturing process and was not removed. Additional information reported indicated the wire was inserted into the body as per standard procedure. The manufacturing documentation for this device was reviewed. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints via complaint review meetings and trend data.

Event description:
The customer reported that during insertion and before normalization inside the body the error message "attach wire to connector" was displayed. The wire/connector cable and connector cable/pimmette were reconnected but the problem was not solved. Another same product was used and the procedure was completed. There were no adverse events and no patient impact.